Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) due to untreated episodes of ventricular fibrillation (vf) by the implantable cardioverter defibrillator (ICD) device. The device was at end of service (eos) status and did not deliver therapy. A message displayed for charge circuit disabled. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.